Event description:
It has been reported that one ultrasafe x100l png clear nvs stein has been found experiencing blocked plunger movement before use. The following has been provided by the initial reporter: "(...) Syringe with stuck plunger (...)"; early activated safety device.

Manufacturer narrative:
H.6. Investigation summary: neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. During the years of investigation of complaints about pre-activated devices several root causes were discovered which were within the customer¿s sphere of influence. H3 other text : see section h.10.

Manufacturer narrative:
PMA/510(k)#: k011369/k122558. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one ultrasafe x100l png clear nvs stein has been found experiencing blocked plunger movement before use. The following has been provided by the initial reporter: "syringe with stuck plunger"; early activated safety device.